Manufacturer narrative:
G4:08dec2020; b4:02feb2021. Unable to fix as it is failing with o2 testing, per field service engineer (fse) the unit is end of life and end of support. There was no repair performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec2020.

Event description:
The customer reported that when o2 is connected a loud leak can be heard inside the unit. The customer contacted product support and requested for service repair. Product support evaluation discovered an internal o2 leak (possible regulator). The field service engineer (fse) was schedule to repair the unit. The customer reported that the unit was not in use on a patient.